Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2025. A complete system shutdown due to full battery depletion was captured (refer to MFR# 2916596-2025-02821). Prior to the pump stop, the device appeared to be operating as expected at the fixed speed. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. The current revision of the IFU can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was unexpectedly found dead on (B)(6) 2025 by a family member. When found, nothing was attached to the cord that comes out of the abdomen. However, no driveline disconnect alarm was seen in the history. The log file showed no external power events on (B)(6) 2025 at 23:40:06. A backup battery fault was also noted that may have been due to no external power to change the battery. The pump was running at this time on the backup battery. On (B)(6) 2025 at 02:09:52 an intentional pump stop occurred due to due to the backup battery being depleted of power. Driveline disconnect alarms were not seen in the history. Additional information was received that the cause of death was unclear. It was also unclear if the death was considered to be device related. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.